Event description:
It was reported that approximately (B)(6) months post implant, the patient received one inappropriate shock and went to the emergency room. The right ventricular lead had no sensing and no capture and chest x-ray showed that the lead was pulled back to superior vena cava. It was noted that the patient had possible twiddler's syndrome. The lead was unable to be repositioned as the stylet could not advance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. Performance data collected from the device was analyzed. A lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(6) 2012 09:54:09. Interference/noise was noted as ventricular short interval count (v-sic) was 11729.3 counts avg/day, in 1.01 days, between (B)(6) 2012 02:23:21 and (B)(6) 2012 02:41:07.